Manufacturer narrative:
The device was discarded at the account. The device history record, the non-conformance reports database and deviation reports were reviewed for incidents related to the reported condition within a 2 weeks period (+/-) from the lot mfg date. No related non-conformances or deviation reports were found that could contribute to the failure address in this complaint. No process or design changes were found.

Event description:
It was reported that the plunger in the blood reservoir was broken. None of the 600 cc's of collected blood was able to be re-infused. The pt was given a 400 cc blood transfusion from a blood bank. No further adverse consequences were reported due to this event.